Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during a procedure on a restenosed bare metal stent (bms) within the renal artery, the device would not cross the lesion. Upon removal of the device, the stent dislodged from the sds. It appeared to get hung up on the strut of the previously placed bms stent within the vessel. The physician was able to successfully remove the dislodged stent via use of a snare device. The lesion was then treated with a cutting balloon and implantation of another xience v stent. There were no pt effects reported. There is no add'l info available